Manufacturer narrative:
This report is being submitted as additional information was received regarding the events leading up to the revision procedure. The aware date and event date were also updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of atrial activity and loss of capture (loc). Subsequently, the device provided inappropriate anti-tachycardia pacing (atp) and delivered an inappropriate shock. The patient was admitted to the intensive care unit. It was suspected that the lead had dislodged, so tachy therapy was turned off. This rv lead was revised, and it was noted that sensing was appropriate following the procedure. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead system exhibited oversensing of atrial activity. Subsequently, the device provided inappropriate anti-tachycardia pacing (atp) and delivered an inappropriate shock. This rv lead was revised, and it was noted that sensing was appropriate following the procedure. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.